Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump lost it's program and settings. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation summary: information was received indicating that this tubing is leaking at y site approximately 8" above end of the tubing (where it connects to patient's line). No adverse effects reported. Information received indicating that one cadd solis vip pump was returned for analysis. The visual inspection of the pump found the pump to be in good physical condition. Review of device history log identified following event: 1/23/2019 11:57:33 am ac adapter was disconnected 1/23/2019 11:57:33 am standard battery at 100% 1/23/2019 11:57:40 am medium alarm displayed: pump settings and patient data lost 1/23/2019 11:58:20 am cassette latch was opened functional testing found the pump functioning properly. The customer stated issue could not be duplicated and was not confirmed. Problem source could not be identified.